Event description:
Patient presented to physician with a fever and pus at ipg and neck incision sites. The physician surgically removed the system and following surgery the patient was placed IV antibiotics to address the infection.